Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced noise on image during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection; however, the reported failure could not be confirmed. Additionally, during device evaluation, a reportable malfunction was identified: a foreign object was found inside the auxiliary water supply channel. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction could not be established. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.